Manufacturer narrative:
Submit date: 6/8/17. An investigation is currently under way; upon completion the results will be forwarded. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer is stating that the safety sheath is coming off of the syringe when activating or is not locking/continuously twisting.

Manufacturer narrative:
Submit date: 1/11/2018, an investigation of the reported condition was performed. A device history record (DHR) review of the reported lot number(s) confirmed that the product was produced accomplishing quality requirements and released according to established procedures. The device history record for the lot control indicates that product and specification requirements were met with no non-conforming product identified relating to this customer report. The manufacturing site received one unpackaged sample with this customer report. A complete investigation was performed. Visual inspection to the quality inspection standard was conducted. Shield extend, shield retract, shield locking torque, shield/collar spin, and shield detach testing was performed. The syringe met all the requirements of the testing. No issues were identified on the customer returned syringe samples. The unpackaged syringe sample was tested, and the safety shield device was activated and met the requirements. Determination of the potential root cause of safety shield issues on the syringe samples is hypothetical in nature due to the syringe passing the testing, potential contributing factors to safety shield issue is, but are not limited to: damage to the shield or collar locking and stop features during manufacturing and transport. Incorrect handling with malformation of the collar or shield or excessive torque to force the shield out of the locked position. Improper technique or not following instruction standard for use. Safety shield issues were not observed at the time of the reported incident. Preventive maintenance requirements are established for the tooling, mold machines, assembly machine, sensors and printing stations used in the manufacture of the barrel. Periodic inspections are conducted throughout the manufacturing process to ensure the requirements of the quality inspection standard are met. Following the review of the DHR and product trending results, the investigation concluded that the production of both lot and its product was found to be compliant with all manufacturing and quality regulations and requirements. Based on the information available and the investigation findings, a corrective and preventative action (CAPA) is not deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.